Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. The patient experienced pain, dyspareunia, urinary tract infections, bleeding and incontinence. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2008 and an obturator sling was implanted. The patient experienced pain, dyspareunia, urinary tract infections, bleeding and incontinence. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.